Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market reported that the customer had the device repaired by a third-party company, and the device was returned to service. No details were provided regarding the repair. No further details could be obtained regarding the event, and it could not be determined how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 100b error code (watchdog test failed), and the device could not be used properly. The device was in clinical use when the issue occurred. It was reported that there was a delay in diagnosing and treatment. The investigation is ongoing.